Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips to report a "power supply failure" screen message. No patient or user involvement